Manufacturer narrative:
The device was not returned to olympus for evaluation and the investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the bronchofibervideoscope was losing most of the saline used for the balloon attachment. Fortunately, the balloon was not dislodged off the scope and remained intact, no visible damage of any nature on the balloon itself to cause it to dislodge or cause the incident. Attached in the complaint email are images of the balloon after the incident, incident report we have logged in our riskman reporting system, and all the product detail of both balloon and bronchoscope used. The nurses that attached the balloon used the appropriate forceps specifically used for the attachment and has had training in doing such niche task, has had the correct tool and experience so rest assured that the balloon has been attached properly before used. The issue occurred during an unknown bronchoscopy procedure. The balloon was removed, and the rest of the procedure was completed without the balloon in place. This was to ensure the balloon did not detach into the patient, but it was at the compromise of not being able to use the balloon to improve ultrasound imaging for the remainder of the case. During evaluation, the following reportable issue was found: balloon attachment for bf-uc190f bronchoscope model number maj-1351 became loose off the bevelling of the ultrasound tip of the bronchoscope intra-op. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation. This report is related to patient identifiers: (B)(6)

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer, and a correction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one year since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Event description:
It was added that the procedure related to the event was a linear endobronchial ultrasound (ebus).